Event description:
A report was received that the patient underwent a pocket revision due to scar tissue and swelling at the incision site. The physician relocated that pocket site the patient's chest and prescribed cipro to the patient.